Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the access site bleeding issue was most likely use related. The oozing was resolved by adjusting the angle match and both forward pulling sutures were in place as per the clinical description. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as information was inadvertently omitted from the previously submitted report. Revised model number was revised from the initial submission in accordance with updated procedures. Revised from the initial submission in accordance with updated procedures. Reporting contact facility name was revised as information was inadvertently omitted from the previously submitted report. Additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support. The oozing was observed at the access site. After removing the dressing and adjusting the angle match, the oozing resolved. Both forward pulling sutures in place and blue hub to skin noted. One unit of red blood cells was given. The patient was noted to be in stable condition.